Event description:
The complaint is reported as: the oxygen tubing is "popping off" the oxygen source and nebulizer cups during use on the pt. No report of pt injury or harm.

Manufacturer narrative:
Qn# (B)(4). The device history record (DHR) review could not be performed as the lot number is unk. The sample was rec'd; however, the results of the investigation are incomplete at this time. A f/u report will be submitted when the investigation is complete.